Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of a chronic type b aortic dissection using a gore® tag® conformable thoracic stent graft with active control system (ctag a/c) and a gore® tag® conformable thoracic stent graft (ctag). The ctag a/c was the most proximal device. No endoleak was observed. The patient tolerated the procedure. On an unknown date in 2020, computer tomography imaging revealed an endoleak. The physician reported that the location of the endoleak was unclear on CT imaging. The physician stated that the endoleak did not appear to be a proximal type I endoleak on imaging, but noted that there was no other explanation besides the endoleak being a proximal type I endoleak. No aneurysm enlargement was reported. On (B)(6) 2020 the patient underwent reintervention. An additional ctag a/c was used to extend the initial ctag a/c device proximally. The physician stated that, as there was no other explanation besides a proximal type I endoleak, the additional device was placed at the same location as the most proximal device. It was reported that angiography was not performed during the reintervention. Therefore, it was not confirmed if treatment of the endoleak was successful. Future patient follow-up will include CT examination. There were no further reported issues. The patient tolerated the reintervention.